Event description:
Patient with left vocal cord paralysis having direct microscopic laryngoscopy with radiesse injection. Utilizing radiesse needle and radiesse material, the left vocal cord injected with a radiesse. During the injection, there was some problem with patency of the needle, but I think we injected sufficient amount to give patient significant voice improvement. The patient was in satisfactory condition. No blood loss.